Event description:
Reportable based on device analysis completed on 19nov2025. It was reported that device unable to advance in catheter and stretch occurred. The target lesion was located in the vessel in the abdomen. A 10mm x 50cm pe f-idc was selected for use in a thrombectomy procedure. During the procedure, it was noted that the coil got stuck in the catheter and after adjusting, the coil could not still be delivered. Flushing with heparinized saline was done however was ineffective. The coil and the microcatheter were withdrawn together, it was observed that the coil had stretched. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a main coil detached.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the pe f-idc was returned for analysis. It was observed that the main coil, the introducer sheath and the pusher wire were returned. It was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached.